Manufacturer narrative:
The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 20 mg/dl at the time of the incident. The customer was at 175 mg/dl after being treated for the low. The customer was given glucagon to treat. The customer experienced symptoms such as feeling lethargic. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer went low as they did not eat to keep up with their pump settings. Troubleshooting was not completed as the customer declined. The customer was found to have a urinary tract infection and pneumonia. The customer also got calibration not accepted and change sensor alarms while at the hospital. The insulin pump will not be returned for analysis. Frn-unk-rsvr. Unomed set.